Manufacturer narrative:
Section d3, g2: corrections.

Manufacturer narrative:
Concomitant medical products, device evaluated by MFR: additional information. Manufacturer's investigation conclusions: the report of an m2 alarm and motor stop was confirmed during the investigation of the returned centrimag 2nd gen primary console (sn l04776-0010). The returned centrimag 2nd gen primary console (sn (B)(4), motor (sn (B)(4), and flow probe (sn (B)(4) were evaluated and tested at mcs zurich under RMA 19-095. After receipt, the console's data log file was downloaded successfully. Per submitted information, the reported event date was (B)(6) 2019. The log file contained data from the reported date, on which the reported motor disconnected:m2 alert was captured while set speed was 800rpm but dropped to 0rpm right after the alert. This confirmed the reported event. Next, the returned console and flow probe were attached to a test loop and a test motor. The system was operated together to in an attempt to replicate the faulty behavior. The system ran for two days at a set speed of 1000rpm and a flow reading of 3lpm, correlating to the set point at which the fault occurred. No faults occurred during testing, not even when the motor cable was manipulated. The motor associated with this complaint was returned to the edc, but they did not reproduce any issues. However, the motor was later forwarded to mcs zurich for additional testing. After being received, the motor was tested together with the returned console and flow probe. The system was operated together for 2 days at the speed setting of 3000rpm and a flow of 5.5lpm. No failures occurred, even when the motor cable was manipulated. Impedance measurements of the motor's cable revealed an increasing resistance in the a+ and a- connections when the cable was manipulated. The other measurements were within acceptable range. Nevertheless, this fact along with the state of the cable, which had visible kinks near the motor-end bend relief, indicated early stages of conductor breakdown. As a result, the motor was scrapped. Although the root cause of this damage could not be conclusively determined, it appeared to be a result of repetitive bending or twisting of the cable during use. Corrective action was initiated to investigate and address issues related to motor cable breaks. The returned motor was manufactured prior to the implementation of this CAPA. A cable break can produce a motor disconnected:m2 error when the motor is properly connected and can lead to a motor stop. However, this event was only confirmed in the log file but was not reproduced during testing in the lab. The console and flow probe were reprocessed per the repair and maintenance procedure. Both devices passed all tests and were found to function as intended. The defective motor was scrapped while the console and flow probe were sent back to the edc for final processing and return to the customer. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The console is not a single-use device. The age is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a pedimag extracorporeal circulatory support system. It was reported that the healthcare team decided to change the position of the flow probe, so they disconnected the flow probe from the console. At that time, the motor reportedly stopped working and a motor disconnected alarm appeared on the screen of the console. The healthcare team quickly exchanged the console and motor. No further information was provided.